Event description:
It was reported that there was an alert on this cardiac resynchronization therapy defibrillator (crt-d) for atrial pacing impedance measurements being out-of-range. Technical services (ts) analyzed the presenting electrogram (egm) and found that there were measurements that were high out-of-range. Ts advised further monitoring of this situation. No additional adverse patient effects were reported. This right atrial (ra) lead is not manufactured by (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).